Event description:
It was reported that the pump "fell into safety modus despite eri (elective replacement indicator) not having reached, per display eri is less than a 1 month." The pump was implanted in the year 2005; MRI was not done. Patient experienced withdrawal symptoms and was prescribed additional oral medication. The pump was refilled with "nacl due to unsure pump status." A replacement was indicated as to have been scheduled in (B)(6) 2012. Drug delivered via the device was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed battery high resistance.